Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had received an open patient line and an air leak message at the initiation of therapy. The staff troubleshoot the arctic gel pads but did not resolved the issue. The arctic sun device was swapped to continue therapy. Per follow up on 09nov2020, the arctic device was not returned at the moment. The therapy continued with another console present on the hospital.